Event description:
It was reported that there was high impedance and dislodgement of the lv lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies found. Blood/body fluid was present on all conductors. The proximal conductor was distorted, the outer insulation was melted, the outer tubing was breached; apparent explant damage.